Manufacturer narrative:
The pump was received with a button error alarm and had intermittent esc, act, up and down button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a button error alarm. The customer reported he was running when the alarm occurred. The customer's blood glucose level was 150 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The customer was informed to return the device for analysis, however the customer declined to return the device.